Event description:
It was reported that there was event with a "syringe". According to the information received, the bladder syringe was ongoing and it was flushed once. When the plunger was pulled back, the bottom of the cylinder detached from the glass. The entire contents (pus, blood, urine and rinsing fluid) poured over the surgeon, assistant and patient. The patient had to be transferred to the intensive care unit in the further course (wash-in reaction). Completely new instruments had to be laid out and the patient prepared again. Intermediate cleaning of the operating room was also necessary. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The cylinder of the syringe shows impact damage, from which a longitudinal crack spreads in axial direction from the two bondings, which has separated the metal connections from the bonding in the radial direction - the bondings are intact. The syringe is 9 years old.